Event description:
About a year ago, original surgery for placement of amt gastro-jejunal tube, lot# not documented. About nine months later, office visit to pediatric gastroenterology: "his gj tube apparently is losing water and sliding in and out. " the day after the office visit, required return to surgery. Balloon leaking. Existing j-tube removed and amt 16 cm 16-french 30 cm tube was inserted.